Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was transferred to engineering for further investigation. The initial investigation findings were confirmed. The instrument was placed on an in-house system and energy delivery was tested. Energy delivery passed every time with no signs of arcing at various grip angles. Engineering was unable to confirm or replicate the initially observed failure. Continuity was also tested again and passed consistently at all various grip angles. The instrument was fully functional, and no problem was detected. It was confirmed that there was no physical damage observed. Additionally, the initial reporter responded to follow-up attempts to state that no further information was available, but confirmed that there was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument was broken and would not work, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. Fa found the primary failure of functional test failed to be related to the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. The instrument delivered energy with continuous arcing. There was no physical damage observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was broken and would not work. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.